Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker grade iii capsular contracture, possible leaking mammary implant and textured mammary implant ".

Event description:
Healthcare professional reported "baker grade iii capsular contracture, possible leaking mammary implant and textured mammary implant ". This record is for the "right" side. The device remains implanted

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events anxiety-product/procedure, rupture and capsular contracture was received on october 07, 2025, with lot number 2180700. Based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed three openings assessed as surgical damage and observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "baker grade iii capsular contracture, possible leaking mammary implant and textured mammary implant ". This record is for the "right" side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.